Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02399. It was reported that the patient leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established post-op.